Manufacturer narrative:
Updated b5 to reflect confirmed length of surgical delay. Initial report suggested the length of surgical delay was 120 minutes. Upon further review of the reported event and information provided by the field, it has been confirmed the surgical delay was 10 minutes. As the event did not result in a prolonged surgical delay, this event is no longer reportable as no death or serious deterioration in state of health of a patient, user, or other person has occurred or is likely to occur.

Event description:
It was reported that the occipital straight drill got stuck in the occipital drill guide while drilling the first hole. No adverse consequences nor medical intervention were reported. The procedure was completed successfully with a 10 minute surgical delay. This report will capture the occipital drill guide.

Event description:
It was reported that the occipital straight drill got stuck in the occipital drill guide while drilling the first hole. No adverse consequences, or medical intervention were reported. The procedure was completed successfully with another device and a 120 minute surgical delay. This report will capture the occipital drill guide.